Event description:
It was reported that the customer had issues during prime/rewind, and the device alarmed. The blood glucose reading was 4.6mmol/l. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked end cap, cracked reservoir tube lip, and cracked reservoir window.